Event description:
The report states "the pump was alarming high baseline every 30/60 minutes for 24 hours, without reason screen switched off and balloon pump stopped. As a result, the pump was swapped out. Patient condition is fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of high baseline is not able to be confirmed. The product was not returned for investigation. According to the service report, the pump assembly was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "the pump was alarming high baseline every 30/60 minutes for 24 hours, without reason screen switched off and balloon pump stopped. As a result, the pump was swapped out. Patient condition is fine".